Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string broke [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke. No injury reported.